Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l61560, implanted: (B)(6) 1999, product type: catheter. Product ID: 8703w, lot# l61560, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that the patient was having concerns in regard to their device or therapy, but were working with their health care professional (hcp) or manufacturer representative. An appointment date of (B)(6) 2014 was provided. Additional information received later indicated that the patient continued to have concerns with their device or therapy, but were working with their hcp or manufacturer representative. An appointment date of ¿ (B)(6) 2014¿ was provided. The patient also reported they found a new hcp. When the hcp tried to fill the patient¿s pump for the first time they were taking out left over ¿medication-computer¿ indicated the amount of cc to expect back. The patient noticed they had gotten too much back. No actual volumes were provided. The patient told the hcp that something was wrong and the hcp suggested an x-ray. After the x-ray, the hcp noticed clearly in the x-ray that the catheter was not attached to the pump. The patient had been sick with no explanation for the prior 3 years. It was noted that since the catheter was not attached to the pump the patient was not benefiting from pain control. The pump medications were reportedly only being absorbed by the patient¿s internal organs causing the patient withdrawal. The patient had also experienced a severe increase in pain. The patient¿s previous hcp ordered studies because the patient had increased pain. The patient alleged that their old hcp never reviewed any of the results. The patient¿s new hcp reviewed the tests and determined that their pump had been in ¿this condition¿ for three years, exactly as long as the patient had been getting very sick. At the time of report that patient did not know if after their current hcp weans them down if they will remove or replace the device. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.